Event description:
Procedure type: hernia. According to the reporter: the balloon broke during case. A piece fell into the cavity, however, it was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 12/12/2008.